Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included left lower quadrant pain, pelvic pain female, endometriosis, pelvic adhesions, sterilization and postoperative pain. Previously administered products included for an unreported indication: motrin and percocet. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left salpingectomy/ chromopertubation removal of left essure device). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the essure devices were implanted in the correct location with 2· 3 coils visible on either size following insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the uterus had a normal contour. The fallopian tubes contained essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, pelvic pain female, endometriosis, pelvic adhesions, female sterilization and postoperative pain. Previously administered products included for an unreported indication: motrin and percocet. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (left salpingectomy/ choropertubation removal of left essure device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. The reporter commented: the essure devices were implanted in the correct location with 2· 3 coils visible on either size following insertion. Removal details: diagnostic laparoscopy, left salpingectomy, removal of left essure device and lysis of focal adhesion between left tube and sigmoid mesentery (left tube only removed and contained essure coils) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the uterus had a normal contour. The fallopian tubes contained essure implants.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: plaintiff information form received. Event "left lower quadrant pain" was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included left lower quadrant pain, pelvic pain female, endometriosis, pelvic adhesions, female sterilization and postoperative pain. Previously administered products included for an unreported indication: motrin and percocet. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left salpingectomy/ choropertubation removal of left essure device). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the essure devices were implanted in the correct location with 2· 3 coils visible on either size following insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the uterus had a normal contour. The fallopian tubes contained essure implants.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.